Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 1 and 4 hours. The patient said the cannula came out but did not make it into the skin. Patient did not feel the needle go into the skin but when removed the cannula was sticking out, it was discovered that the needle came out, which indicates a failure of the needle mechanism had deployed as not intended during activation. Patient discarded the pod so device is not available for return.